Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After calibrating the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be that the therapy pcb assembly was out of calibration. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device was unable to analyze the patient's rhythm in AED mode during patient use. The customer advised that a backup device was obtained and used successfully to monitor the patient. The patient associated with the reported event was not harmed.